Event description:
Two incidents occurred, one on 9-13-99 and a second approximately two weeks earlier. In both incidents an empty collimator cassette fell off the alignment rails and struck the technologist in the leg. One of the technologists was not injured; the other on 9-13-99 was cut, but not seriously injured.